Event description:
The manufacturers field service engineer confirmed the vent inop condition. The manufacturers field service engineer evaluated the device and replaced the blower assembly to address the reported problem. The device passed all manufacturer required testing.

Manufacturer narrative:
Quote for blower replacement given to customer; approval pending.

Event description:
The international customer reported the ventilator alarmed and went vent inop during startup due to an air valve liftoff failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service engineer reported the blower is faulty. The service engineer reported a repair quote has been provided to the customer for service of the ventilator.